Event description:
It was reported that during a port removal procedure, the catheter allegedly broke halfway down its length. It was further reported that other part of the catheter allegedly remained in the vein and had to be recovered. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. D4 (expiration date: 03/2026). . Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one titanium implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, functional and tactile evaluations were performed on the returned device. Multiple kinks were noted throughout the catheter. A complete compound break was noted to the distal end of the attached catheter. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged and the surface was noted to be round and smooth in all regions. Therefore, the investigation is confirmed for the reported fracture and the material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port removal procedure, the catheter allegedly broke halfway down its length. It was further reported that other part of the catheter allegedly remained in the vein and had to be recovered. The current status of the patient is unknown.